Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There were numerous kinks though out the device. The hypotube shaft was completely separated 55cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There were kinks in the hypotube. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the inner and outer shafts revealed numerous kinks. Inspection of the midshaft found no defects or irregularities. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use; however, during preparation, the physician noted that the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.0mm x 15mm quantum¿ maverick¿ balloon catheter was selected for use; however, during preparation, the physician noted that the stent shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.